Manufacturer narrative:
Updated fields: d4, (lot), h6. Corrected fields: g2 (health professional should not be selected on the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the user was unable to inject liquid into the target tissue due to due to compressive buckling on the needle tube. The compressive buckling on the needle tube had likely occurred when the needle was extended because the frictional resistance between the outer tube and the needle tube was large. The following factors could increase friction between the outer tube and the needle: the needle extended/retracted while the tube was coiled in inspection of operation. The slider was abruptly pushed. Angle of the distal end of the endoscope the tube was kinked. A bending force might have been applied that caused the tube to buckle when the device was inserted into the endoscope, removed from the sterile package, or during pre-inspection. The instructions for use (IFU) contains the following warning regarding this event: "·straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. Operate the slider slowly, otherwise the tube could buckle. Do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. When inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use injector was unable to inject liquid into the target tissue. This occurred two times in a row with the same model number and same lot. After the first bottle occurred, the second bottle was tested before use and it was confirmed that the liquid did not come out in the same way. The issue occurred during the therapeutic endoscopic mucosal resection procedure. The procedure was completed on the third use. There were no reports of patient harm.